Event description:
Harmonic laparoscopic shears: a piece of the distal end of the shears broke off inside the patient. The surgeon saw the piece and removed it from the patient. It was noted by the cst (certified surgical technician) that the piece that broke off is a piece that is within shears itself.